Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Rep reported broken flexible reamer during hip surgery. No delay.